Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was evaluated on site by a baxter qualified technician. During evaluation, it was observed that the drip tray base assembly of the machine was damaged. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the base assembly which was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the screws on the base of a prismaflex machine were observed to be broken during an unspecified process step. The device was at risk of tipping over. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.